Manufacturer narrative:
Device not returned.

Event description:
It was reported that the battery was depleting quickly which resulted in the pump shutting down. The customer¿s blood glucose was 200(mg/dl). During troubleshooting with tandem technical support, the customer was instructed to charge the pump up to 100%. Upon follow up, the customer reported that the issue had resolved.